Manufacturer narrative:
Isi received the device involved with the complaint and completed the device evaluation. Failure analysis confirmed reported issue. The green led power supply 2 was off and measured 0 v. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the customer experienced a non-recoverable fault. The issue persisted after multiple hard power cycles and boot up failed on the last attempt. The surgeon made the decision to convert to an open surgical procedure. There was no report of patient harm, adverse outcome or injury. An intuitive surgical, inc. (Isi) field service engineer was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the power tray assembly to resolve the issue.